Event description:
It was reported that during a breast biopsy, the holster was getting multiple error codes, indicating possible damage in the cable. There have been no pt consequences reported.

Manufacturer narrative:
.